Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Reference MFR: 1627487-2019-03893. It was reported that the patient experienced ineffective therapy due to their leads migrating. As a result, surgical intervention was taken to replace their scs system.

Event description:
Reference MFR: 1627487-2019-03893. Follow up revealed that the issue has been resolved.